Manufacturer narrative:
Based on the claim against the product by the customer noting that a pin came out of the instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the instrument to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a dislodged grip pin at the distal end. The probable root cause of a dislodged pin is attributed to the manufacturing process. This pin can become dislodged and sticking out due to improper swaging. This complaint is being classified as a reportable event due to the following conclusion: it was reported that the instruments pin was dislodged. If the pin is not properly fused together, the pin could become dislodged and fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that a pin came out of the prograsp forceps instrument while it was in the patient. A warning on the screen read "insertion axis not free to move, check for obstructions." The surgeon had to pinch the pin so the instrument could go into the trocar and be removed. The instrument was inspected and compared to another prograsp forceps instrument. No missing pieces were noted. There was no injury to the patient and the case was able to be completed robotically.